Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "implant may be defective." Device remains implanted.

Event description:
Previous emdr reported rupture. Upon receiving device information, it was found that the device is non-PMA approved. Hence unreporting the previously reported event of rupture.

Manufacturer narrative:
Previous emdr reported rupture. Upon receiving device information, it was found that the device is non-PMA approved. Hence unreporting the previously reported event of rupture. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4.